Event description:
Revision surgery performed due to apparent loosening of the stem. The proximal locking mechanism may loosen slightly with time. We noted some wiggling of the metaphyseal section even prior to unscrewing it. I believe this little amount of toggle led to some of the radiographic changes that may have suggested the entire stem was loose but rather it was just the metaphyseal section that has a very slight amount of wiggle. In our case we had to window the entire anterior aspect of the humerus for the entire length of the stem because of how well ingrown the implant was.

Manufacturer narrative:
Device part number and lot number are unknown. This is the initial report submitted regarding this surgical event and medical device.